Event description:
On (B) (6) 2010, the lay user/pt's caregiver contacted lifescan (lfs) alleging that the pt's onetouch ultrasmart meter continued to prompt the "apply sample" symbol even after a blood sample was applied to the test strip. The medical surveillance specialist (mss) spoke with the reporter on (B) (6) 2010 and obtained the following information. The reporter claimed that the alleged issue began 1 or 2 weeks prior to contacting lfs. The pt's caregiver confirmed that the pt manages her diabetes with 3 types of oral medications (glyburide, actos, and unk type). Despite the alleged issue, it was reported that the pt continued to take her usual dose of medication. On an unspecified date/time, after the alleged issue began, the reporter stated that the pt began to feel dizzy, shaky and sweaty. In response to the symptoms, she ate food and drank juice and reportedly felt better afterwards. At the time of troubleshooting, the cca noted that the pt was applying the sample correctly. The alleged issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.